Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported potential issue with transmitter. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was not confirmed for potential issue with transmitter but did confirm a connection loss on transmitter serial number (B)(4) via data. The probable cause could not be determined via data. No additional event or patient information is available. The complaint is reportable based on the findings of connection loss.